Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center exhibited a b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Answered d8. D9 added return date. H4 provided manufacturing date. The actual product was not returned to olympus. The b30 error was confirmed based on complaint evaluation. The root cause could not be identified. However, the presumed cause, quality inspection report confirms a failure of the printed circuit board. Therefore, it is presumed that the ¿error code b30¿ event occurs due to the faulty printed circuit board. Olympus will continue to monitor field performance for this device.